Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. The magnet rate was 800 ms, corresponding with a battery voltage of about 2.34; close to end of life (eol) voltage. The patient's presenting rhythm was 35 beats per minute, which seemed consistent with loss of output due to eol. Battery data from (B)(6) 2010 was 2.69 v, 15 ua and 5.2 kohms with an estimated 8 to 13 months remaining longevity. The device was explanted and replaced.